Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as cmplnt-(B)(4) and cmplnt-(B)(4).

Event description:
It was reported that a patient experienced ¿suspected peritonitis¿ coincident with peritoneal dialysis (pd) therapy. On the same day as the onset of the unspecified symptoms, the patient was hospitalized for suspected peritonitis. Treatment was not reported. Although, it was not reported whether the patient was diagnosed with peritonitis, the occurrence of peritonitis is unable to be ruled out. The outcome of the event was not reported. The action taken with dianeal and extraneal therapies was not reported. No additional information is available at this time. This is report 3 of 3 involved in this event.